Event description:
The report stated that a forcetriad energy platform was being used in a ladg procedure. The ligasure handpiece device was sticking and would not seal even though it gave an end tone which is indicative of a completed seal. They used another ligasure device, but it would still not seal. They then changed to a new forcetriad and the problem was solved. There was no bleeding and no tissue damage.

Manufacturer narrative:
Date of initial report: 08/08/2008. The forcetriad was returned and tested at the covidien lp service center and found to be operating to specification. In particular, the outputs were tested and found to be within specification. The ligasure handpiece was not returned for evaluation.